Manufacturer narrative:
(B)(4)

Event description:
Clinic office manager contacted dexcom on (B)(6) 2016 to report problems with the transmitter that occurred on (B)(6) 2016. No injury or medical intervention was reported.